Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a meniscus repair procedure, t1 and t2 implants were deployed but the sutures were broken. The sutures were removed from the patient and the procedure was successfully completed without significant delay using a back-up device. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10, h3, h6: the reported device, used in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. An analysis of the customer provided image confirmed the part and batch numbers of the device. Both anchors had been deployed, but were not visible in the image. A visual inspection revealed that the depth indicator had not been adjusted. The actuator had been cycled and both anchors were deployed. The anchors and suture were not returned for analysis. There was particulate debris at the needle and the handle. A functional evaluation could not be fully performed since the anchors had been deployed. The device actuator cycled as expected. A review of the device records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of risk management files found that the reported failure was documented appropriately. A review of the instructions for use found the following warnings and precautions related to the reported failure: read these instructions completely prior to use. Do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed. Prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.